Manufacturer narrative:
(B)(4). The pipeline flex braid was returned for evaluation without the pushwire or sheath. Because the pushwire was not returned, the distal and proximal ends of the braid could not be determined. As received, both ends as well as the middle of the braid were found to be fully open. Fraying damage was found on one end of the braid. Based on the product analyses and the reported event details, the report of pipeline flex failure to open could not be confirmed. The cause for the reported experience could not be determined as the received pipeline flex braid was found fully open. The cause for the damage to the braid is likely due to the physician resheathing the pipeline braid more than the recommended two times. All braids are 100% inspected for uniform outer diameter, as well as damage and irregularities during the manufacturing process. Per pipeline flex instructions for use: ¿resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿

Event description:
Medtronic received report that a pipeline flex did not open during a flow diversion procedure. The patient was being treated for an unruptured, saccular aneurysm in the right ophthalmic internal carotid artery (ica). Aneurysm measured 5mm max diameter with a 5mm neck diameter. The vessel was minimally tortuous. It was reported that at deployment, the pipeline flex did not fully open at the distal to middle sections of the device. The pipeline flex was resheathed and re-deployed three times without success. The pipeline flex was removed from the patient. A new pipeline flex was implanted without issue. Post procedure angiographic imaging showed good vessel apposition of the device and slight contrast stasis in the aneurysm. There was no report of patient injury as a result of this event.